Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one segment of an introducer sheath was returned for evaluation. The returned sheath segment measured approximately 14.3cm in length. The filter was located lodged inside the introducer sheath between the hub and sheath transition. In addition the filter feet were visibly lodged at the proximal end of the introducer sheath valve. No other anomalies were noticed on the returned device. Functional/performance evaluation: the sheath was circumferentially cut distal to the filter's apex, and the filter was removed distally. Upon removal, no anomalies were noticed. All 6 arms and 6 legs/feet were present and intact on the filter. In addition, the hub was sliced longitudinally exposing the inner surface. No anomalies were identified on the sheath or the hub. Heat was applied and the filter took the appropriate shape. All measurements met the required specifications. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the complaint investigation is confirmed for failure to advance, as the filter was returned lodged inside the sheath. The definitive root cause for this event is unknown. Labeling review: the current eclipse filter IFU (instructions for use) states: ensure that the introducer and the delivery device hubs are snapped together and that the system has been positioned for optimal placement, before deploying the eclipse filter. Do not remove the safety clip until the introducer and the delivery device hubs are snapped together. Do not deliver the filter by pushing on the handle; rather retract the introducer hub to properly deploy the eclipse filter. It is very important to maintain introducer patency with a saline flush to prevent occlusion of the introducer, which may interfere with delivery device advancement. Additional precautions and specific directions for use of the eclipse filter are included in the IFU. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment, the filter became stuck inside the delivery sheath; therefore, the delivery sheath was cut inferior to the filter position to allow for a guide wire to pass through the remaining portion the sheath and maintain ivc access. The remaining portion the sheath was exchanged over the wire for a new vena cava filter that was deployed successfully. There is no reported patient injury.